Event description:
It was reported that post implant procedure after pocket closure, this right ventricular (rv) lead sensing dropped to 1.5 millivolts (mv) from 2.0 mv. A fluoroscopy was done and result showed lead position unchanged. The physician continued the procedure and will re-evaluate the next day. This rv lead remains in service. No adverse patient effects were reported.